Event description:
It was reported that this patient had an acute back injury due to a fall and was to have a magnetic resonance imaging (MRI) scan. The reporter "doubted" the MRI was related to the pump system and it was noted, "I think this is after a fall that she had. These are two separate issues probably. This is an acute injury". The pump had been implanted for approximately 14 years and reportedly was no longer viable. The patient had not been using it as it was "defunct." No further details were provided. It was not known what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported that the patient had been previously referred to have the pump replaced, and the patient had not been seen back by the follow up physician since that time.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l40758, implanted: (B)(6) 1997. Product type: catheter. (B)(4).